Event description:
After 4 years of successful use of cochlear implant, this patient reportedly developed an ulcer at the implant site. The site reportedly appeared to have healed but 2 months later the magnet component had extruded. It was reported that the patient had worn the external equipment 24 hours per day, 7 days per week. Revision surgery to replace the magnet is scheduled for 2005.